Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During power-on test, the c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted general surgical procedure, customer encountered a fault message on the integrated electrosurgical unit (iesu) [erbe], without engaging energy. The error code on the erbe was initially c-00, but after a restart of the generator on advice of the technical support engineer (tse), it gave an error c-33. Customer could see that the error also occurred last sunday and now this morning. Tse could see the error message in the log files. Tse informed the customer this could cause further problems during the procedure and asked if they had a backup force triad generator. The customer confirmed this, tse advised to place the device already in the room, with the necessary cable connections, just in case the erbe would fail on them during the procedure. The customer informed they will start the procedure with the erbe and see if it will be necessary to change to force triad. Then, the clinical sales representative (csr) spoken to customer and they were using a 3rd party generator. The procedure was completing as planned with no reported injury.